Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient receiving intrathecal clonidine and dilaudid (concentrations and doses unknown) via an implanted pump for spinal pain. It was reported the patient thought he was going through some withdrawal and thought there was something wrong with the pump. It was noted that at the last pump refill on (B)(6) 2019 the doctor was trying to take out the old medication but he could not get anything to come out, ¿he poked him a few times and he was able to put the medication in but ¿we don¿t know where it went.¿ symptoms included sweating, chills, and he thought he was sick. The event date was (B)(6) 2019 regarding the symptoms and the symptoms started 5 o¿clock that night. The situation was currently being addressed by the hcp. The pump was not alarming. No further complications were reported/anticipated or expected.